Event description:
At about 3 years and 4 months after the primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 179171: 30 items manufactured and released on (B)(6) 2018. Expiration date: 2023-02-21. No anomalies found related to the problem. To date, 23 items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: liner: versafitcup dm 01.26.2246mhc double mobility hc liner ø 46/22.2 (k092265) lot 152097: 36 items manufactured and released on (B)(6) 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, 31 items of the same lot have been sold with no similar reported case during the period of review.